Manufacturer narrative:
(B)(4). Evaluation: results: (occlusion), (lack of information, unk cause of occlusion). Conclusion: (lack of information, unk cause of occlusion ).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that at a f/u CT demonstrated that the left iliac limb was occluded. One month ago the physician implanted a balloon expandable stent into the graft and restored the blood flow through the vessels. No clinical sequelae were reported and the pt is fine.